Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2014. Dexcom technical support advised patient to perform reset on device. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).